Manufacturer narrative:
This investigation will be updated should further pertinent information be provided. No device issues are indicated based on available information. The complaint device was not returned to bsc therefore product analysis could not be performed. The primary reported observation is addressed in product labeling. Therefore, well-understood factors likely contributed to the event. The "known inherent risk of device" conclusion code was selected.

Event description:
It was reported that this insertable cardiac monitor (icm) needed to be repositioned as the patient was having pain. Several questions on the implanting tool were addressed. At this time, the icm remains in service as it was effectively repositioned. No additional adverse patient effects were reported.